Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had residual liquid or foreign material coming out of the instrument channel, the scope connector was sticky, the distal end had foreign objects present, and a dent was observed on the ch-tube, due to which forceps could not be inserted smoothly. In addition, the acoustic lens was detached and peeled with a scratch, the adhesive on the a-rubber was detached, chipped, and cracked, and the ultrasonic probe was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was cause traced to component failure, the cause of residual liquid or foreign material in instrument channel, scope connector was sticky, foreign objects in distal end were not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.